Event description:
(B)(4). It was reported that the sterilizable cover in operating room 1 monitor 2 at kettering medical center is not able to fit correctly on the flat panel handle. There was no reported pt involvement, and no reported adverse consequences.

Manufacturer narrative:
There is no expiration date for this product. The serial number was not available at the time of report. Attempts will be made to obtain this info. Actual device was evaluated in the field. The device manufacture date was not available at the time of the report. Attempts will be made to obtain this info. Evaluation summary: after evaluation by the field service tech, it was found that the malfunction was associated with the flat panel yoke handle due to sustained damage. The damage to the internal components of the handle assembly is likely from covers being forcefully installed over time. With this malfunction, there is a potential for the sterilizable cover to fall off during a procedure and into the sterile field. However, this specific malfunction was identified prior to a procedure and there were no pts involved and no event occurred. In this case, the flat panel yoke handle assembly was replaced by the field service tech. These types of non-conformances are part of an ongoing investigation, and will continue to be monitored and analyzed. This is not a single use device.